Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported obstruction of flow was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported obstruction of flow could not be determined; however, potential factors that could contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. Based on the information received and analysis of the returned device, a conclusive cause for the reported obstruction of flow cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1142 removed

Event description:
Subsequent to the initially filed report, the following information was received: the initial reported information was incorrect, a cuff miss [suture retrieval issue] did not occur. The correct event description was that no blood flow was observed at the marker lumen. Initial flushing of the marker lumen with saline prior to use was successful. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the common femoral artery using a prostyle device after an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.